Event description:
It was initially reported that when the catheter was connected with the piu, the carto system could not detect the catheter's position. The magnetic sensor was damaged after the doctor had started the rf procedure for a period of time. The doctor tried to reconnect the connection cable and changed the connection cable, however, it was not successful. They completed the procedure after replacing the mapping catheter. The event description provided by the customer was not indicative of a reportable complaint. Upon investigation of the returned catheter, the testing revealed the catheter was not within spec. Dissection of the distal tip of the catheter showed that the biosensor had a fracture in the body that was causing improper function. There was also a split in the peek housing that allowed fluid to enter the catheter. No pt injury was reported. Biosense webster became aware of this reportable malfunction upon eval of the complaint product which was discovered on 05/19/2009.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device eval will be submitted once it is completed.